Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. Reportedly, the customer fills the cartridges with cold insulin and does not performed the air removal process. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.